Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. No phone number provided. The customer troubleshot with technical support. The customer was able to re-route tubing and tightened the connections to address the issue.

Event description:
It was reported that the ventilator had an intermittent oxygen leak heard within the enclosure. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 16jan2019. Date rec'd by MFR: 15jan2019. The customer stated that replacing the internal oxygen regulator addressed the reported issue. The unit has been returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.